Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's hcp called to report that the act button on the customer's insulin pump is not working correctly and is operating intermittently. Hcp stated that customer attempted to suspend a bolus and it wouldn't suspend because the act button was not being recognized. Hcp stated insulin pump has not alarmed or sent any alerts. Endocrinologist also reported a failed battery test. Hcp stated that the battery cap has damaged threads and possibly a missing o-ring. The blood glucose level was not included in the report. Nothing further reported.